Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during procedure to treat an atrial fibrillation (a fib) presented visible air bubbles. Faradrive was inserted into left atrium via transseptal puncture. Sheath was appropriately flushed. Non-bsc pentaray mapping catheter was inserted, and sheath was aspirated when air was noticed entering through the valve. Manipulation of the catheter to achieve a better seal but failed. No air was introduced to the patient. Aspiration of leaked air was done in time to prevent ingress to the patient. To solve the issue the device was replaced, and the procedure was completed successfully without patient complications. The sheath is expected to be returned.